Event description:
The patient called in response to the recall notice. No physiological effects were reported. His insulin infusion device was replaced and requested to be returned for evaluation. Evaluation of the device found that the up button is defective.

Manufacturer narrative:
Summary of the analysis: the infusion device was thoroughly evaluated. The up button does not operate because the connections/printed circuits of the up/down flex print have an interruption. Corrective action: a redesign of the up/down button flex print was implemented.